Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a stent dislodgement occurred. Vascular access was obtained via the right femoral using a contralateral approach. The 80% stenosed de-novo target lesion was located in the moderately tortuous and severely calcified left external iliac artery. The lesion was pre-dilated with a 4x40x80 wanda balloon catheter. This 7.0x40x75cm express vascular ld stent was selected for treatment and inserted. The stent delivery system (sds) was unable to advance due to the severe calcification. During attempts to advance the sds, the introducer sheath backed out. When the physician readvanced the introducer sheath, the stent of the express ld dislodged proximal to the lesion at the aortic bifurcation. The physician used a snare to capture the stent and retrieve it to the right iliac artery, but difficulty was experienced withdrawing the captured stent into the introducer sheath. During attempts to withdrawal the stent into the sheath, the snare and the captured stent became stuck. A surgical treatment was performed to remove the snare and stent successfully. The patient returned seven days later and had a 7x37 express ld stent implanted successfully using a retrograde approach. No further patient complications were reported and the patient's status is no problem. This product is only ous approved but it is similar to an approved us device.